Manufacturer narrative:
Section a4: weight: unknown; requested but not provided. Section a5: ethnicity: unknown; requested but not provided. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) was explanted from the patient¿s right eye due to myoptic surprise. It was noted that the patient¿s symptoms were debilitating. Another johnson & johnson iol was implanted as replacement (same model and cylinder, 28.5 diopter). No unplanned vitrectomy, sutures, or medication outside of the standard of care was required. There was no capsule tear. The patient outcome is unknown. The product was discarded. No further information was provided.